Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device. Findings included: scope cover leak, failed electrical safety checks, pin hold in lens glue and circuit cover, distal end cover cracked, bending section cover cracked, bending tube deformed, connecting tube scratched, plug unit housing damaged, scope connector cover broken, scope connector water mouth piece loose, lens glue worn and specified angle and orientation failed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during polyp removal, the patient received a shock. The colonoscopy was completed with the same equipment. There was no procedural delay or harm to patient. The facility confirmed they did not perform a visual inspection prior to use but did perform a function test prior to use and no issues were found. The customer questioned if the scope leaks but did not state a specific malfunction otherwise. It was also stated: perhaps scratches in the insertion hose resulting in reduced insulation resistance.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: the DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to insulation failure at the insertion section and may have been due to: I) user handling caused damage to the distal end and/or insertion section, which made insulation unsecured. Ii) during polyp removal with the device of which insulation at the distal end was being unsecured, the patient received leakage current when the distal end touched him/her. Instructions for use (IFU) (operation manual) instructs to confirm that there are no abnormalities at the insertion section and distal in ¿3.3 inspection of the endoscope: inspection of the endoscope¿. Furthermore, IFU (operation manual) specifies as below: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the suggested event was thought to be preventable from the above.